Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. It was reported that the door switch was adjusted to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A manufacturer representative reported that, while in a procedure, the gantry door of the imaging system was closed but the pendant displayed the door was open. It was reported that an unintended noise emitted from the gantry when the door was opened. There was no reported delay to the procedure due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: UDI number and device manufacture date has been received and the fields updated.

Manufacturer narrative:
Event occurred outside of a surgical procedure.

Manufacturer narrative:
The door switch assembly was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.